Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: capsular contracture and anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: observed creases on the device. Observed deformation on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV" and exchange from textured to smooth due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV" and exchange from textured to smooth due to product concern. Device remains implanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV" and exchange from textured to smooth due to product concern. Device has been explanted and was not replaced. Patient also undergone total capsulectomy.